Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. The device was connected to a scalpel generator and passed initial function testing. The device was able to cut and coagulate properly, however a "relax pressure on blade" error appeared after each successful cut. The device was disassembled and examined further. Buildup of tissue was noticed on the distal end of the scalpel rod; however, no fluid/tissue was noticed past the distal gasket. Additional inspection of the distal gasket revealed signs of damage and wearing of the gasket lip which could allow fluid/tissue to rise up the rod. Due to the device having no visible fluid/tissue ingress past the distal gasket and also passing in-line inspection, the most likely root cause of damage and wearing of the distal gasket lip may be attributed to investigation disassembly and/or damaged during use.

Event description:
It was reported that the harmonic was putting out error code, relax pressure on blade. This occurred 3 times in 2 minutes. There was no patient injury, medical intervention, and extended procedure time reported was minimal. These are commonly used devices that are readily available.